Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device splashing water on her face. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed dream station 2 iso port kit, plus contamination, ds2 reusable pollen filter service, humidifier water tank service, dream station 2 auto CPAP advance w/modem, dom, pca oxide, dream station 2 screw kit oxide, dream station 2 heater plate kitrp-warning label adv auto cpapdom 1pk, bottom enclosure, plus broken. The customer complaint was reproduced. The device was scrapped.